Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros ck-mb patient result was obtained while using the vitros 5600 system. There is no evidence that an instrument related and/or a reagent related issue contributing to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.

Event description:
The customer obtained a non-reproducible higher than expected vitros ck-mb result (3.7 ng/ml) from a single patient sample processed on the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the higher than expected patient result was not reported from the laboratory and the sample was repeated. It is not known as to why the sample was retested prior to reporting. The retest result (1.5 ng/ml) was reported. There was no allegation of patient harm as a result of this event. (B)(4).